Event description:
It was reported that during the implant attempt, the physician was unable to access the subclavian vein due to patient anatomy. The lead was not used, and no atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.